Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00358. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had no oxygen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The investigation is ongoing. The manufacturer's authorized service provider (asp) provided in a good faith effort (gfe) response received on (B)(6) 2023 that the customer was debugging their internal oxygen supply system to resolve the oxygen issue. The device was reported to have returned to normal on (B)(6) 2023. No part replacement required on the v60 ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.